Event description:
It was reported that the guidewire tip detached and could not be removed. A short taper 300cm straight tip v-14 control wire was selected for use. During the procedure, it was noted that v-14 wire end tip broke off during its use intraoperatively. The end of the wire that broke off was attempted to be retrieved with a snare, however, it was unsuccessful. No patient complications were reported.